Event description:
An issue was reported involving a cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided information for a complete pump reset, guiding the customer through the process. After the reset, the cgm error code did not appear again, and the customer successfully started their sensor session.